Event description:
The patient reported that the pump rebooted to the "verify" screen however the keypad buttons did not activate desired pump functioned when pressed. The display screen then times out and goes blank. The patient reportedly experienced elevated blood glucose levels of 350 mg/dl in the morning when she found that the keypad buttons were not activating desired pump functions. The patient said she experienced nausea and vomiting. The keypad issue did not cause or contribute to the patient's injury as the issue occurred at the same time. For details about the power issue that may have contributed to the patient's injury refer to manufacturer's report # 2531779-2011-06905.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be peeled off the pump. The damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. A damaged keypad should be obvious and detectable to the user and should alert the user to discontinue use of the device. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
Related to manufacturer's report #2531779-2011-06905. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.